Event description:
Litigation alleges that patient experienced pain and discomfort in her right hip causing potential unnecessary and additional surgeries and metallosis exposure. Additionally, it is alleged that she has excessive levels of chromium and cobalt in her blood. Update: (B)(6) 2012 - preliminary disclosure form provided part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 3/25/2014 - used medical device declaration for shipping form received. Dor provided. There is no new additional information that would affect the investigation. This complaint was updated on: 04/22/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 09/22/2014- litigation papers received. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 09/30/2014.